Manufacturer narrative:
Product event summary: a distal segment of the lead was returned, analyzed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient received inappropriate shock from right ventricular (rv) noise due to an apparent rv lead fracture. The rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range; analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and analysis of the device memory indicated oversensing associated with the right ventricular lead. There were fourteen ventricular nst<(><<)>=206 ms on (B)(6) 2013 and fourteenvf=200 ms average v-cycle between (B)(6) 2013 and (B)(6) 2013. There were two patient alerts for out of tolerance (oot) sub-threshold lead impedance (B)(6) 2013 and (B)(6) 2013. Daily pace lead trend data shows an increase for rv pace=640 to 2688 ohms peak between (B)(6) 2103 and (B)(6) 2013. Ventricular short interval count v-sic=98 counts, in 1.20 days, between (B)(6) 2013 and (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).